Event description:
It was reported that the bronchovideoscope displayed a b30 scope communication error. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation's results, the error reported was not reproduced during the device evaluation. It is possible that it occurred due to a malfunction of the printed circuit board and/or conduction failure caused by fluid invasion on the scope connector. However, the cause of the error could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The event reported occurred before a diagnostic bronchoalveolar lavage (bal) procedure. This caused a 15 minute delay while the patient was under general anesthesia, to change to a different scope and complete the procedure.